Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one-month post implant the right ventricular (rv) lead exhibited an increase in threshold and the r-waves have dropped. A probable dislodgment of the rv lead was suspected. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.